Manufacturer narrative:
(B)(4). Evaluation summary: 6 companion samples were available for evaluation for the reported condition. During visual inspection no defects were observed. The six samples were working within specification under pressure test at 8psi and during functional test. Since the sets were working within specification, no assignable root cause can be identified. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer contacted baxter (B)(4) to report a dual luer lock cap that leaked at the cap end, which was used for the end cap for a line. The process step was during patient use; therefore, there was patient involvement. There was no patient injury or medical intervention.